Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 16) occurred with multiple cartridges. There was no reported impact to blood glucose as a result of the cartridge alarm. Reportedly, a new cartridge was loaded to address the event.